Event description:
A customer reported a low reading with the adc device. The customer obtained an unspecified low sensor scan result which prompted having to self-treat with insulin. As a result, the customer experienced a loss of consciousness. The customer was able to self-treat once they regained consciousness with unspecified medication and there was no third-party involvement reported. The low glucose scan reported by the customer is inconsistent with the self-treatment of insulin. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the customer refused to return the device. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is per report of "one week ago", from the date abbott diabetes care became aware of the event. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.